Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly six months after the dental implant was placed, non-osseointegration was observed. Patient presented bone type IV. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that nearly six months after the dental implant was placed, non-osseointegration was observed. Patient presented bone type IV. There were no reported patient injuries or complications.